Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient above and around the corner of the mouth with 1 cc of juvederm vista volbella xc. Five weeks later, the patient reported ¿pain in the lip and gradual swelling.¿ ten days later, the patient reported ¿spontaneous pain, dark redness, swelling, and feeling of heat.¿ "delayed foreign body reaction or infection was suspected." The patient developed two 2 mm mouth ulcers, and on the upper lip and surrounding areas, "dark red color tone change condition got serious, cannot deny the blood flow disturbance." The patient was treated with hirax administration, solu-cortef 100mg+normal saline 100ml, ceftriazone 1g+normal saline 100ml drip. The swelling, redness, and pain significantly improved. The patient was treated again with levofloxacin, neomallermin oral, and prostaglandin+gentamicin mix sulfate. The event improved two months later.